Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During disassembly of the device to determine root cause, the technician observed extensive internal damage consistent with mis-handling. Also, the main knob was not the correct knob for the device. Root cause could not be firmly established due to the observed damage. The main knob was replaced and the control cable was reseated onto the control board to resolve the reports. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered up in the incorrect mode, displayed a "check pads" message and did not respond to the front panel controls. Complainant indicated that there was no patient involvement in the reported malfunction.